Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/14/2021. H.6. Investigation: bd received six (6) samples total; three (3) from lot 1048282 and three (3) from lot 1074887, and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for stopper pop-off with the incident lot was not observed, as the photo does not provide evidence of an unseated cap on the tube. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for stopper pop-off with the incident lot was not observed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality notifications. While bd was unable to confirm this complaint for the indicated failure mode of stopper pop-off based on the provided photo and returned sample testing, bd has initiated further root cause investigation relating to the issue of stopper function defects through CAPA# 1875009.

Event description:
It was reported when using the bd vacutainer® no additive (z) plus tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "caps/stoppers are popping off after centrifugation during transport. Caps won't stay after being reapplied." Additional information: the customer has advised there have been multiple reports of the bd non-additive vacutainers for lot# 1074887 and lot# 1048282 with the caps not staying on. Caps are popping off during transport and spilling. Note: these tubes are used for aliquots so the caps are not staying on while reapplied."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1074887, medical device expiration date: 2022-08-31, device manufacture date: 2021-03-15, medical device lot #: 1044282, medical device expiration date: 2022-07-31, device manufacture date: 2021-02-17. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® no additive (z) plus tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "caps/stoppers are popping off after centrifugation during transport. Caps won't stay after being reapplied." Additional information: the customer has advised there have been multiple reports of the bd non-additive vacutainers for lot# 1074887 and lot# 1048282 with the caps not staying on. Caps are popping off during transport and spilling. Note: these tubes are used for aliquots so the caps are not staying on while reapplied."